Manufacturer narrative:
Event took place outside of the united states (in (B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Revision surgery on (B)(6) 2020 due to dislocation. Surgeon explanted humeral cup ø36/+3 and 36 centered glenosphere and implanted a new humeral cup ø40/+3 and 40 centered glenosphere. Primary surgery on (B)(6) 2019 due to omarthrotis with rotator cuff tears.